Event description:
The customer reported that the system shutdown on its own. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.